Event description:
It was reported that there was change in therapy effect. It was noted that the patient had an infection. It was noted that the patient had other medical issues unrelated to the manufacturer device therapy and had 11 surgeries in the lumbar area where the catheter had been implanted. It was noted that these surgeries occurred prior to the patient¿s first pump system, so the hcp believed that the lumbar tissue had been compromised. It was reported that on (B)(6) 2013, the pump system was implanted as they confirmed no infection was present. Then on (B)(6) 2003, the whole system was removed again due to infection in that same area. It was noted that the patient would go through withdrawal and they would manage with oral baclofen during those times. It was noted that on (B)(6) 2004 a new system was placed. The pump system was delivering baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted): (B)(6) 2003, explanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).